Manufacturer narrative:
A ge service representative performed an onsite investigation. The system interface and real time operating system boards were reseated and the ps1 power supply voltage was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a communication failure error message. This error message will likely result in a system shut down or lock-up or prevent the system from booting up. There is no report of patient injury associated with this event.